Manufacturer narrative:
The returned product was analyzed and visual observation determined that the proximal segment of lead returned measuring approximately 495mm (insulation) with the conductor coils extremely stretched. The anode conductor coil is stretched to 578mm where it has been pulled to the point of fracture. The cathode conductor coil is stretched to 537mm where it has been pulled to the point of fracture. The tip of the lead including the distal anode ring was not received in the ral. Set screw marks were noted on the terminal pin. Extracting stylet returned stuck in the lead segment returned. Esc (surface only) is noted approximately 114-120mm from the terminal pin. Continuity testing passed - on the segment of lead returned. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. Visual observation confirmed that the lead has been pulled to the point of fracture and the tip of the lead was not returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged during a cryoablation procedure. During explant procedure this lead became stuck in the cephalic vein and the lead unraveled into pieces. The tip of the lead was unable to be removed from the cephalic and it was left in place until further evaluation. During explant procedure for this lead, the right ventricular (rv) lead was also dislodged and explanted as well. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. Visual observation confirmed that the lead has been pulled to the point of fracture and the tip of the lead was not returned.